Event description:
During the atrial fibrillation procedure, air was aspirated with a syringe from the side port of the introducer. The hd grid was inserted into the sheath, and mapping of left atrium was performed, then the tacticath se was used. Air was aspirated multiple times, but the air could not be aspirated completely. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No air transfer to the internal insertion site was confirmed and a substitute was inserted from the same puncture site.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.